Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported door latch issues. The door hooks were out of specification, resulting in excessive force being required to close the door. This caused "constant door not fully latched" alarms. The door hooks were replaced.

Event description:
It was reported that a spectrum pump had a door that would not latch properly. It was also reported that there was no pt injury.